Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump was monitored for 24 hours with multiple basal rate. No error message, count down, shut off or blank display noted. All operating currents were normal. No damage inside the insulin pump noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there was a plug at the bottom of the insulin pump that was popping out. He stated that as soon as he hit the button, insulin started to squirt out and the insulin pump counted down and shut off completely. The customer stated there was an error message on the insulin pump. The drive support cap was stated to be loose. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.